Event description:
Information was received that device has a porous cuff and a tube change was done as result. Incident was reported to be resolved after changing the cannula. No further information will be provided.